Event description:
Revision surgery due to periprosthetic fracture right hip. At nearly the end of the surgery, the patient got an apnea, reanimation failed and the patient dies. This event was reported within the 10 year follow-up examination of (B)(4) clinical study.